Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was cancelled. During a pulmonary vein isolation procedure, a versacross access solution and versacross rf wire were selected for use. It was noted that the atrial septal puncture was difficult. After the puncture, blood pressure decreased and pericardial effusion was observed. The left atrial procedure was discontinued and changed to a right atrial procedure, but the procedure was terminated as the pericardial fluid continued to increase. The aorta was pressing against the right and left atria, and the fossa ovalis was very narrow, making it difficult to determine the puncture site. Although the puncture was successfully performed, the left atrium was also extremely narrow, leaving no space to advance the sheath. Pe was located at posterior to the heart (from the back of the left atrium to the apex). There were no issues with the device operation. In the physician opinion, patient anatomy caused complication. The therapeutic range was reached (300-350). It was attempted to maintain blood pressure with vasopressor (noradrenaline), but after confirming an increase in pericardial fluid, thoracic puncture was performed to drain the pericardial fluid. Since the amount was small, a simple pericardial drainage was performed (j-vac). The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for the rf wire is being submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.